Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the spin collar is very stiff and does not spin freely. This connector does not securely fit the bard miniloc ref (B)(4).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mzxt5307 and lot# 25039144 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.